Event description:
Boston scientific technical services that during the implant procedure this device and lead system had exhibited out of range shock impedance measurements while programmed in a triad shock configuration. Despite multiple troubleshooting techniques, out of range impedance values were encountered. When the shock lead integrity test (slit) was performed with the shock configuration vectors reprogrammed (rv to can and rv to rv), the measured impedance was 83 ohms and 81 ohms respectively. The physician elected to implant the device/lead system with the shock vector configuration programmed to rv to can. No adverse patient effects reported from this procedure. Additional information received from the local sales representative states that this device was tested in the triad shock configuration before leaving the operating room and the shock impedances were now normal at 66 ohms. The device was left as programmed distal rv coil to can. There were no adverse patient effects reported.

Manufacturer narrative:
At this time the system remains in service. Should additional information be received, this investigation will be updated.